Manufacturer narrative:
This is one of two device reports associated with this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac arrest, which led the pt to expire on the next day. It is further alleged that the event was caused by the pt's exposure to the product administered during dialysis treatment.